Event description:
It was reported that prior to starting a da vinci s surgical procedure, wires were sticking out of the large needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a frayed grip cable. The frayed cable sections are in various lengths sticking out at the wrist. The idler pulley rim exhibited damage. The instrument has 1 use remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.